Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. Dealer states that the chair stops, won't go backwards. Joystick is malfunctioning. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.